Event description:
Additional information received reported that the infection did resolve and the patient would be re-implanted on (B)(6) 2014.

Event description:
It was reported that post operatively the patient developed an infection over the top of the pump; device pocket. The patient bumped into a door knob and an unknown type of infection developed near the incision of the pump pocket along with redness and swelling at the pump incision site. The patient did not have meningitis. The patient¿s last and initial refill was (B)(6) 2014. No diagnostic testing or troubleshooting was required. Initially it was unknown if cultures were taken but later noted one was obtained of the pump pocket. The organism was unknown and intravenous antibiotics were necessary. The cause of the issues was reported as not determined but the issue was resolved. A portion of the device system, the pump, was explanted and discarded by the customer. The patient was to be re-implanted in the future. At the time of the report the patient's status was reported as alive-no injury. Reportedly, this device system delivered hydromorphone but was later noted to have delivered morphine. Although the patient¿s current outcome was requested, the patient¿s current status remains unknown. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).